Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient was being paced at a lower rate then programmed. It was found the decreased pacing was due to oversensing on the right ventricular (rv) lead. Reprogramming occurred and the rv lead remains in use. No patient complications have been reported as a result of this event.